Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving 7 inappropriate shocks. The shocks were provided for an arrhythmia that had the appearance of atrial tachycardia. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient presented to the emergency room (ER) after receiving 3 shocks in 2 different episodes due to oversensing. Amplitude was observed to be very high. This patient was in a CT scan in which the contrast had just been injected when they received a shock. Reprogramming was performed while being checked in the ER. It was noted that this patient was receiving oxygen and was extremely anxious post shock. This s-ICD remains in service. No adverse patient effects were reported.